Manufacturer narrative:
The investigation reviewed calibration and qc data and determined it to be within specifications. The investigation determined the event was caused by an abnormal lot calibration. The issue was resolved by recalibrating. The instrument software worked as expected. The investigation did not identify a product problem.

Manufacturer narrative:
The field service engineer (fse) found that calibration results had shifted prior to the shift in qc and patient results. The fse replaced all the reaction cells and flushed all vacuum tubings and a valve. The fse decontaminated the system, adjusted the gear pump pressure back to specification, and verified mechanical adjustments and the rinse volume. The sample probes were also replaced. Instrument and precision checks were performed. The investigation is ongoing.

Event description:
The initial reporter stated qc was high outside of the acceptable range for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on the cobas c513 analyzer. The customer repeated patient samples that had been run prior to qc being out of range and the results were much lower. The customer stated approximately 100 patient samples needed corrected reports. The customer provided examples of discrepant results for 2 patient samples. Patient 1 initial result was 6.95%. The repeat from a different c513 analyzer was 5.82%. Patient 2 initial result was 12.39%. The repeat from a different c513 analyzer was 9.97%. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The a1cx3 reagent lot number was 59191001 with an expiration date of 31-mar-2023.